Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr rvs device. The cardiologist pulled the anterior needle before noting that the posterior needle did not present and apparently missed the barrel. Needle backdown was not successful. A cutdown was done to access both needles. Closure was successful with the sutures from the same device. Reports from the field indicate that the anterior needle may have been removed before needle backdown was attempted.